Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4)(the MFR) and (B)(4). The actual device involved in the event has not yet been returned to the MFR. In a follow-up with the facility, the reporter confirmed there was no harm to the pt; however, the pt re-awoke slightly agitated. Pt responded to questions by nodding, and complained of pain. Morphine was given to the pt and propofol was restarted at 25 mcg/kg/min via internal jugular vein. Pt reported to be 'ok.' The reporter confirmed the pump was used to infuse propofol and was infusing at a rate of 20 mcg/kg/min via the right internal jugular vein (ij). The reporter could not comment on what size bottle was being used. Pump was sent to their biomed for inspection and the tubing was found twisted in the pump. The reporter confirmed the incident occurred on (B)(6) 2013, and she provided the contact number for biomed. The facility contracts to an outside biomed for servicing. In a follow-up call to the biomed service contractor, their manager stated that pump could not be located and they have no record for pm servicing or any other documentation for pump serial number (B)(4). The biomed rep stated that the b braun pumps are taken out of service immediately when they are received and placed in storage. The pumps are indicated as "out of service" at their facility, the biomed manager also stated that the reporting facility has switched to carefusion model pump. He also indicated that he would again perform a physical search to see if this pump has been returned to them. As a result, to date the pump or pump logs have not been received; therefore, the exact cause of the reported incident could not be determined. Without having the actual pump returned, a thorough investigation could not be performed. No specific conclusions can be drawn. It should be noted there are several mitigating mechanisms between the pump and the tubing set that prevent fluid flow if the set is loaded correctly into the pump. These include the set based free flow clip, a tomahawk valve that can be released manually to remove the tubing, and the tubing's roller clamp. Per the IFU, "insert the infusion line from right to left. Make sure the line is routed straight-attach the white clip without twisting the line." Based on the results of this investigation and event description, it cannot be ruled out that the cause of the event may be associated to mis-loading of the set and failure of the user to follow the mitigating instructions in the IFU. All available information has been forwarded to the device MFR. If the pump or logs are returned for eval and/or additional pertinent information becomes available, a follow-up report will be filed.